Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient in the prospect study, that the patient presented to the electrophysiology office visit 6 months after pulse field ablation pfa procedure, with reports of 2 week history of exertional sharp angina with shortness of breath. The patients boston scientific ICD was interrogated and noted to have good function, with frequent premature ventricular contractions pvcs and 2 episodes of non-sustained ventricular tachycardia nsvt. The patient had an EKG, cbc and cmp done at clinic visit. The patient will have a planned left heart cath for diagnosis. No device issues have been reported.